Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack on the screen. The lcd screen had a black circle. The cracks on the screen radiated from the black circle and distorted the information on the screen. Customer's blood glucose was 111 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.